Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the screen was black and the nolo pyxis unit was down, although the device still had power. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer troubleshot the issue, replaced the printed circuit board on drawer 7.1, and verified operation. The system functioned as intended after the field service engineer repaired the device.